Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) surmised that the examination lamp did not light and the emergency lamp was lit up due to a failure of the igniter unit and power supply unit. Omsc confirmed from the repair history that there was no repair history in the past year. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. The examination lamp did not light and the emergency lamp lit up, due to a failure of the igniter unit and power supply unit. As a result of the evaluation, the following was confirmed. The paint on the lid was peeled off. The output socket was loose due to wear. The contact point between the emergency lamp and the harness was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the emergency lamp error occurred. There was no report of patient injury associated with the event.